Event description:
On (B)(6) 2014, the customer reported calibration failures for tsh (thyroid stimulating hormone) and quality control failures were experienced on (B)(6) 2014, when using the access 2 immunoassay system. On (B)(6) 2014, the customer reported one erroneous low free t4 (thyroxine) result was generated on (B)(6) 2014. The test result was determined to be erroneous when compared to a retest performed on (B)(6) 2014. The results were reported out of the laboratory and there was no change to patient treatment in conjunction with this event.

Manufacturer narrative:
Beckman coulter customer technical support worked with the customer to troubleshoot the analyzer. Customer identified bubbles in the dispense probe tubing. Customer then primed the dispense probes and pipettor, and checked the fluidics tray tubing. The customer stated that there were no bubbles in the dispense probe tubing once priming was completed. Customer obtained passing system check and qc after checking the instrument. Field service was not required to evaluate the instrument. Cause is unknown. The bubbles in the dispense probe tubing could cause erroneous results.